Event description:
This report is being filed in response to medwatch form 3500a, the weight of tube and crane has caused deflection of 0.3 inches in structural steel in ceiling. Structural engineer has determined that a safety hazard exists. In discussion with MFR's project mgr prior to the installation, MFR assured us that weight of this tube and crane were the same as the old (philips) system in the same room. MFR's base drawings and layout were inaccurate in measurements and layout; hosp staff advised MFR of inaccuracies. Deflection necessitated deinstallation of tube and crane. Structural reinforcements are being installed. Then system will be reinstalled.

Manufacturer narrative:
The deflection of the ceiling was caused by a missing unistrut that is used to hold the system's rails. The vendor signed off on the installation of the required unistrut as specified under philips' requirements. However, the unistrut was never installed as specified in customer's drawings. It is the responsibility of the customer to prepare the site to philips specifications as stated in the drawings provided to the customer.